Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. Patient noticed the symptoms within 3 or more hours after insertion. The infusion set was in use for 16 hours. Patient regularly rotate site location. Furthermore, the patient confirm the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.